Manufacturer narrative:
The hill-rom technician investigated and could not duplicate the alleged malfunction. The facility declined to release info regarding the injuries to the pt.

Event description:
The facility informed the hill-rom technician that the head section of the bed fell and the pt was injured.